Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient thought the battery needed to be replaced. It was later reported that there was an elective replacement indicator (eri). The patient had to keep increasing amplitude higher then she stopped feeling stimulation. It was confirmed that stimulation was turned on and there was a low implantable neurostimulator (ins) battery screen. The patient was told the device would last 5-7 years and was disappointment it only lasted 4. A replacement was scheduled for (B)(6) 2016. The need to increase amplitude higher occurred 3 weeks to 30 days ago in (B)(6) 2016. No stimulation sensation occurred about 4 days ago in (B)(6) 2016. The low ins battery message occurred today, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.